Event description:
It was initially reported that the patient was having an increase in seizures, unknown if above or below baseline. The patient had a prophylactic generator replacement. Product return attempts are in process. Good faith attempts for more information have been unsuccessful to date.